Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy procedure, on the first two firings, the clips would not close. These clips were completely open. There were no clips falling off or partially closed. The next few firings were fine and the clips closed properly. There were two more firings where unclosed clips were deployed, so another device of the same product code was pulled and used to complete the procedure without further incident. There were no adverse consequences for the patient.